Event description:
It was reported through a case report titled "s-shaped distal access catheter supported microcatheter navigation into the lenticulostriate artery feeders of brain arteriovenous malformations (interventional neuroradiology 2020, vol. 26(6) 725-732)" that identified an asahi fubuki guiding catheter may have contribute to development of cerebral infarction post embolization (case 1 out of four cases). The author shaped the tip segment of the catheter into an s-shape and argued that the s-shaped catheter might have restricted the blood flow. Excerpt is as follows: infarction in the lsa territory in all the four cases, magnetic resonance imaging (MRI) was performed within one week of embolization. Newly formed infarctions in the lsa territory were detected in three cases: one was asymptomatic (case 3), whereas the other two were symptomatic (cases 1 and 4). In case 1, two infarctions in the centrum semiovale appeared after embolization. The anterior infarction was attributed to embolization because it was continuous with the glue (figure 3(a) and (b)). The posterior infarction was separate from the glue and was attributed to flow arrest caused by wedging of the intermediate catheter into the origin of the lsa (figure 3(c)). These infarctions caused mild weakness of the right hand, which completely resolved in one week.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. As it was indicated in the literature that the catheter tip was intentionally shaped and the shaped catheter had contributed to the flow arrest in the vessel, it was presumed that this event was attributed to the shape of the catheter and tortuosity of the vessel. It was conclude that this event was not attributed to product quality. No CAPA will be taken. The adverse effects section of the instructions for use (IFU) states infarction.